Manufacturer narrative:
A ge rep evaluated the system, but not conclusion can be drawn as further repair info is not available.

Event description:
The customer reported that the sys displayed error message and stopped working. System functionality was recovered after a reboot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.